Event description:
Product-medline cath lab pack. The sterile blue wrap had a tear/hole when the plastic wrap was removed. Product not used due to compromised integrity. Manufacturer response for cardiac catheterization kit, medline industries, inc. (Per site reporter). Will obtain.